Event description:
It was reported to philips that x-ray stopped working; button active warning during procedure on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the handswitch and tested the system and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).